Manufacturer narrative:
G4:08mar2021. B4:10mar2021. The service center confirmed occurrence of "check vent: alarm led failed" error and its occurrence in the diagnostic report.. Replacement of a power switch overlay was required in order to return the device back to functionality, but the repair was canceled because an approval of a quote was not obtained. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
It was reported to philips that the alarm led failed alarm occurred. The device was not in clinical use at the time of the event. There was no report of patient or user harm.